Event description:
Hcp reported pt experienced loss of pain control. The pump was programmed to infuse morphine 24.2 mg/ml and bupivacaine 33 mg/dl at 8 mg/day. A study showed a pump stall. The pt underwent device explantation and the device was returned to the MFR for analysis.

Manufacturer narrative:
A follow up report will be sent when device analysis is complete.